Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a 60" 152 cm appx 0.55 ml, smallbore ext set with clave clear, 0.2 micron filter, clamp, luer lock that the line was found to be almost completely shredded and medication leaked onto the bed. The delay impacted, a new product had to be set up to continue treatment, and no medical intervention was taken. The event occurred during infusion. The product filled with fluid. There were patient involvement and no harm.